Event description:
Device malfunction: balloon rupture with detachment; time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a percutaneous transluminal angioplasty (pta) with stent placement procedure to a long heavily calcified lesion in the superficial femoral artery, an agiltrac dilatation balloon ruptured with partial detachment. Reportedly, after the lesion was pre-dilated with an agiltrac (4x20) then an agiltrac (4x100) a non-abbott stent was placed in the target lesion. The stent post-dilated with the same agiltrac (4x100), inflating to 12 atms, and the balloon ruptured. During removal, it was difficult to retract the device into the guiding catheter and as it was being retracted part of the balloon sheared off at the tip. An attempt was made to snare the balloon material but it was unsuccessful. A non-abbott coronary dilatation balloon was used to keep the piece from moving and enable the piece to be pulled back into the guiding catheter, removing it completely from the patient. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.